Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown bone staple/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between july 1, 2006 to january 1, 2012. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: mallette, j.p., glenn, c.l., and glod, d.j. (2014), the incidence of nonunion after lapidus arthrodesis using staple fixation, the journal of foot and ankle surgery, vol. 53 (3), pages 303-306 (USA). The aim of this retrospective study is to determine the incidence of nonunion and to propose a surgical technique for staple fixation of the lapidus arthrodesis. Between july 1, 2006 to january 1, 2012, a total of 35 patients (36 feet; 10 male and 25 females) with a mean age of 43.1 (range 15 to 72) years underwent lapidus arthrodesis. Surgery was performed using os staple (bme, (B)(4)) in 15 feet and a competitor device in 21. Plain film radiographs had been obtained at 2 and 6 weeks postoperatively and subsequently as necessary. The overall duration of follow up for the case series was 12 (range 6 to 52) weeks. The following complications were reported as follows: 1 of the 2 feet (not specified in the table) displayed delayed union that subsequently healed after additional immobilization and non-weightbearing with the addition of external bone growth stimulation. 1 of the 5 feet (not specified in the table) displayed delayed wound closure (superficial dehiscence that responded to local wound care consisting of serial bedside debridements and sterile dressing changes). A (B)(6) year-old patient had delayed wound closure (superficial dehiscence that responded to local wound care consisting of serial bedside debridements and sterile dressing changes). A (B)(6) year-old patient had delayed wound closure (superficial dehiscence that responded to local wound care consisting of serial bedside debridements and sterile dressing changes). A (B)(6) year-old patient had delayed wound closure (superficial dehiscence that responded to local wound care consisting of serial bedside debridements and sterile dressing changes). A (B)(6) year-old patient displayed delayed union that subsequently healed after additional immobilization and non-weightbearing with the addition of external bone growth stimulation. A (B)(6) year-old patient experienced painful staples and delayed union which required reoperation. A (B)(6) year-old patient experienced painful staples and delayed wound healing which required reoperation. A (B)(6) year-old patient experienced painful staples and underwent reoperation. A (B)(6) year-old patient experienced painful staples and underwent reoperation. A (B)(6) year-old patient experienced painful staples and underwent reoperation. A (B)(6) year-old patient experienced painful staples and underwent reoperation. A (B)(6) year-old patient experienced painful staples and underwent reoperation. A (B)(6) year-old patient experienced painful staples and underwent reoperation. A (B)(6) year-old patient experienced an infection of a lateral malleolar ulceration secondary to flatfoot, an issue completely unrelated to the lapidus procedure. A (B)(6) year-old patient experienced nonunion of the lapidus fusion site (defined as residual pain and radiographic lucency at the metatarsocuneiform joint on radiographs at 24 weeks postoperative) and underwent reoperation. A (B)(6) year-old patient experienced nonunion of the lapidus fusion site (defined as residual pain and radiographic lucency at the metatarsocuneiform joint on radiographs at 24 weeks postoperative) and underwent reoperation. A (B)(6) year-old patient experienced nonunion of the lapidus fusion site (defined as residual pain and radiographic lucency at the metatarsocuneiform joint on radiographs at 24 weeks postoperative) and underwent reoperation. This report is for an unknown synthes bone staple. This report is for one (1) unknown bone staple. This is report 9 of 10 for (B)(4).